Event description:
It was reported that during a procedure, the sonopet iq tip got hot. The patient was burned on the face. The burn was located on the upper nose of the patient. It was approx 1cm in size. The doctor mentioned he may try to do "prp thereapy with micro needling". No infection was reported. The procedure was completed successfully. This report is for tip 1 of 2.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device discarded.

Manufacturer narrative:
H6: the quality investigation is complete. Device discarded.

Event description:
It was reported that during a procedure, the sonopet iq tip got hot. The patient was burned on the face. The burn was located on the upper nose of the patient. It was approx 1cm in size. The doctor mentioned he may try to do "prp therapy with micro needling". No infection was reported. The procedure was completed successfully. This report is for tip 1 of 2.